Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 23 mm 11500a aortic valve implanted for 2 months, was explanted due to paravalvular leak. Patient presented with cardiogenic shock. The device was replaced with a 23 mm 3300tfx valve. Patient additionally went through an mvr with a non-edwards 31mm valve. There was no plv or leaks detected, however, during weaning, pulmonary edema and shock was addressed with CPR and acls protocols which resuscitated the patient. The post operative course was complicated by anasarca and renal failure deep vein thrombosis, and finally, respiratory failure due to hemoptysis. The patient was placed on comfort care and expired on pod# 18. Cause of death: cardiogenic shock, systolic congestive heart failure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component codes, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Through further investigation, it was determined that the root cause of this event was most likely due to procedural factors.